Event description:
It was reported that during a cholecystectomy procedure, the clip that was fed into the jaw fell out before the trigger was grasped. The device was fired to check outside the patient's body, but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.